Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance on the left ventricular (lv) channel. The lv lead is a non-boston scientific lead. It was noted that there were false pacemaker mediated tachycardia (pmt) episodes due to the sinus being at the max tracking rate. The device was reprogrammed, which lowered the impedance. The device remains in use. No adverse patient effects were reported.